Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported a shocking sensation in the patient's back when trying to lay down. The device was checked with the patient programmer (pp), which showed poor communication. This screen was occurring both with and without the antenna attached. The pp would not interrogate. A replacement pp was received and the same issues were occurring; when the paddle was placed it would not work and would not turn off. The consumer then later called and patient education was requested as the patient had the beginnings of dementia and did not always know what he was doing. It was noted that the patient liked to turn stimulation off at night because it was too strong in his feet when he would lay down. Settings were going to be experimented with until he figured out what he liked best. A product suggestion was provided; the pp was very complex and was harder to learn than a computer. Relevant medical history included failed back surgery syndrome. Follow-up was not required.